Event description:
Patient tested 7.0 inr and 6.4 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.